Event description:
During a ptca treatment procedure, the maverick xl balloon ruptured at 6 atms. (The number of inflations prior to rupture is unk). The lesion being treated was a calcified, 90% stenotic lesion in the rca. Another balloon was used to successfully complete the procedure. No pt injuries or complications were reported.